Event description:
It was reported that the device exhibited error code 1330. The nursing staff set up pump on patient and the error code came up and nurse swapped out with a new pump. There was a patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratches on the lens, lifting dso seal. The complaint was confirmed by functional test. The cause was the rtc battery. Replaced the rtc battery to correct the problem. Summary of repairs, replaced lens, lens gasket, overlay, rear label, rtc battery, eight (8) position keypad, bottom label wide, dso, and battery door. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.